Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin did not exit the tubing during the fill tubing step. Reportedly, the supplies were changed multiple times to address the event. Customer's blood glucose was 267 mg/dl.